Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, a decrease in r-wave amplitude and no capture during a non-sustained ventricular tachycardia episode were noted on the right ventricular (rv) lead. The rv lead was successfully replaced, and the patient was stable with no consequences.

Manufacturer narrative:
Upon review, this event was erroneously reported as no capture instead of inadequate hv output.

Event description:
Upon further review, the reported event of no capture was inadvertently reported. Inadequate high voltage (hv) output during a non-sustained ventricular tachycardia episode was noted on the right ventricular (rv) lead. The patient returned to sinus without the need for further hv therapy.